Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level ranged from 174-175 mg/dl.

Manufacturer narrative:
H3 other text : device not returned.